Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 300 mg/dl. The caller didn't have time to troubleshoot or provide more info at the time of the call. Advised the caller to have the customer call back for troubleshooting as needed.